Event description:
It was reported that there was "something wrong with the implantable neurostimulator (ins)." The patient hadn't used the ins in a couple days. Three days prior to the report, the patient turned the ins on and "it felt very strong unlike she had ever noticed before." Before she could get it turned off, the pain was "excruciating." It was described as "all her muscles were being pulled into her spine." It took a couple of hours for the pain to go away. The skin around her torso was sore to the touch at the time of the report. One day prior to the report the patient rubbed on her skin to make it feel better and then had the same kind of spasm while the stimulation was off. It was so bad she had to go the emergency room. The event was conveyed to her healthcare professional (hcp), and the hcp changed her medications. It was stated that the patient hadn't been able to do anything but lay in bed on the day of the report. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger product ID 3550-39 lot# n344968, implanted: 2012 (B)(6), product type accessory product ID 3776-60 lot# serial# v812395010 implanted: 2012-09-27 explanted: product type lead product ID 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).